Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was not responding to touch, and the agent asked the user to check for a screen protector; the issue aligns with an unresponsive input interface on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem was identified in relation to an unresponsive key/button type behavior involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.